Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of over 600 mg/dl. Customer stated they were in the hospital last night because their blood sugars. The blood glucose decreased to 552 mg/dl and then stable at 88 mg/dl. The insulin pump will not be returned for analysis.